Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 1 month ago. The aortic neck was 5.5 cm long, it was 20 mm in diameter and its narrowest section was 18 mm. The iliac arteries are moderately calcified and moderately tortuous. It was reported that the stent graft may have been oversized as the pt had a kinked ipsilateral limb 1 day post implant. The ipsilateral limb was compressed from the outside by calcium and this diminished the blood flow. The limbs were ballooned aggressively in kissing technique and this resolved the stent graft kink. It was noted that at the time of implant the stent graft was ballooned with 1 balloon and the ballooning was not aggressive. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Results: (graft occlusion); (moderately tortuous and moderately calcified iliac arteries). Conclusion: (moderately tortuous and moderately calcified iliac arteries).